Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a communication issue. The technical service engineer found orders no more in system and no other findings available. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a communication issue, orders not crossing. The customer reported there was a delay in orders crossing to epic. There were no adverse events or injuries reported based on this event.